Manufacturer narrative:
A review of the batch record could not be conducted because the complaint lot number was not provided. No product was available for return. The hospital sent three x-ray images to argon quality which confirmed the fracture of the filter. Placement images were requested; however they were not available because the filter was placed in a facility different from the facility that removed the filter. A definitive root cause could not be determined for this product complaint. Potential cause for the user issue is that the filter was placed incorrectly, and excess strain was placed on the filter or incorrect placement allowed the filter to migrate.

Event description:
The doctor removed a fractured option filter in a patient yesterday. The filter was fractured when the patient came to see the doctor in the fall of 2015. It was placed at an osh in 2010. The doctor was able to remove the filter yesterday could not remove the fractured strut. It was extravascular embedded in a vertebral body.